Manufacturer narrative:
Siemens filed the initial MDR 1219913-2015-00204 on december 22, 2015. On 12/30/2015 correction: siemens healthcare diagnostics was first notified on 10/18/2015. On 12/30/2015 additional information: the customer stated the (B)(6) confirmatory result was (B)(6).

Manufacturer narrative:
The cause for the (B)(6) advia centaur xp hbsagii results is unknown. The instrument is performing within specifications. No further evaluation of the device is required. The information for use (IFU) states in the limitations section: "for diagnostic purposes, the advia centaur hbsagii test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings. Assay performance characteristics have not been established when the advia centaur hbsagii assay is used in conjunction with other manufacturers' assay for specific hbv serological markers."

Event description:
A(B)(6) advia centaur hbsagii (hbsii) result was obtained for a patient sample. The patient sample did not confirm for (B)(6). It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the (B)(6) result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2015-00204 on december 22, 2015. Siemens filed the MDR 1219913-2015-00204 supplemental report 1 on january 25, 2016. 01/29/2016 additional information: during the timeframe of the data collection, the instruments were giving signal 3 errors. The signal 3 errors were resolved in december 2015. No conclusion can be drawn. The cause for the discordant advia centaur xp (B)(4) results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.